Event description:
Detailed description of event: "event: during the surgical procedure after placement of the alexis in the abdomen with its cap, we realized that there was a co2 leak. The cap is removed and it is observed that the separating alexis has broken, so that the co2 escapes through the abdomen." Product is available for return. Additional information received via email on 25feb2021 from [name]: "the damage was noted on the body of the alexis (photo attached)" it is unknown if any instruments were used within the alexis. The case was completed by using "another device with the same reference." A photo has been provided. Patient status: "no harm to patient was reported".

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a tear in the sheath. Based on the condition of the returned unit, it is likely the reported event was caused by an instrument that came into contact with the sheath during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: ni detailed description of event: "event: during the surgical procedure after placement of the alexis in the abdomen with its cap, we realized that there was a co2 leak. The cap is removed and it is observed that the separating alexis has broken, so that the co2 escapes through the abdomen." Product is available for return. Patient status: "no harm to patient was reported" type of intervention ni